Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
No patient or the customer reported the cinema drive was non-functional. User injury was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.